Event description:
It was reported via journal article that patient underwent m2a left hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date allegedly due to loose acetabular component and groin mass. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
The full name of the journal article is "failed metal-on-metal total hip arthroplasty presenting as painful groin mass with associated weight loss and night sweats" from the american journal of orthopedics copyright quadrant healthcom inc. 2010. The product and lot identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the events. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative, infection, and allergic reaction." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01283/ 001284.